Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-19. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd. Related complaint for ndl bending during use pe & dfficult/unable to operate on lot #'s 7236625, 7353575, 9134785 & 9141592. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for these lots. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It was reported during use the pen ndl 29ga 12.7mm 100 bx 1200 USA was difficult to operate or not working/functioning. The following information was provided by the initial reporter: needles are bending during use and consumer is unaware if she is getting the right amount of medication.

Event description:
It was reported during use the pen ndl 29ga 12.7mm 100 bx 1200 USA was difficult to operate or not working/functioning. The following information was provided by the initial reporter: needles are bending during use and consumer is unaware if she is getting the right amount of medication.

Manufacturer narrative:
D.3. Manufacturer name: becton dickinson and co. G.1. Manufacturer site: becton dickinson and co. H.6.  Additional information was received for the medical device lot number(s).  The following field(s) have been updated: d.4. Medical device lot #: 7236625 d.4. Medical device expiration date: na h.4. Device manufacture date: 2017-08-24 d.4. Medical device lot #: 7353575 d.4. Medical device expiration date: na h.4. Device manufacture date: 2017-12-19 d.4. Medical device lot #: 9134785 d.4. Medical device expiration date: 2024-05-31 h.4. Device manufacture date: 2019-05-14 d.4. Medical device lot #: 9141592 d.4. Medical device expiration date: 2024-05-31 h.4. Device manufacture date: 2019-05-21.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: use cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the pen ndl 29ga 12.7mm 100 bx 1200 USA was difficult to operate or not working/functioning. The following information was provided by the initial reporter: needles are bending during use and consumer is unaware if she is getting the right amount of medication.